Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, the patient was noted with symptomatic bradycardia. Subsequently a permanent pacemaker was implanted three days later. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. (B)(4).

Manufacturer narrative:
Subsequently it was reported that a bi-ventricular implantable cardioverter defibrillator had been implanted, not a bi-ventricular pacemaker as originally reported. In addition, it was reported that the patient also had exhibited atrial fibrillation with rapid ventricular response and left bundle branch block post-implant. An ep study also had been performed post-implant and inducible ventricular tachycardia was found. Conduction disturbances and ventricular arrhythmias are known potential adverse effects of implant of a replacement heart valve, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a heart rhythm device with the risk-benefit ratio in favor of the percutaneous aortic valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.